Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller on various steps to troubleshoot the issue, including inspecting and cleaning certain pump areas and attempting to load a new cartridge, but the caller was unable to successfully load the cartridge. It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.